Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "cutter would not function. No cutting." (Failure to cut [probe]; "cutter would not function. No aspiration." (Aspiration issue [probe]). A nurse reported that during a case, a cutter would not function. There was no cutting or aspiration. The probe was exchanged and case was completed. There was no impact to the patient.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).